Event description:
Refrence number (B)(4). Event occurred in turkey. It was reported that the patient experienced a bent cannula event on (B)(6) 2026, which occurred on the first day of use after only a few hours, at an arm infusion site. The event also triggered an insulin flow blocked alarm. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patinet country: turkey.